Event description:
It was reported that the lemo receptical was damaged on the 9800 system and would not seat. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo receptacle was repaired during the service call. The system was tested and found to be working as intended and put back into service.